Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the patient is experiencing button error, as well as cracks on their insulin pump. Patient's blood glucose level is 360mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.